Event description:
Heartmate 3 left ventricular assist device (lvad) patient presents with first hospitalization for chronic pseudomonas driveline infection; requiring surgical incision and drainage (I&d), vacuum dressing and IV antibiotics. Patient was discharged with IV antibiotics and vacuum dressing. Listing status for heart transplant was upgraded.